Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion behavior. The longevity calculations show a decrease in the estimated battery longevity from 1.5 years to 4 months remaining in a span of six months. Boston scientific technical services (ts) were consulted, and a ts representative recommended that the patient work with their physician/clinic to obtain device data for engineering analysis. At this time, no device data has been provided to technical services. The device remains in service. No adverse patient effects were reported. Additional information: new information was received via our device tracking database that this device was explanted for normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion behavior. The longevity calculations show a decrease in the estimated battery longevity from 1.5 years to 4 months remaining in a span of six months. Boston scientific technical services (ts) were consulted, and a ts representative recommended that the patient work with their physician/clinic to obtain device data for engineering analysis. At this time, no device data has been provided to technical services. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
The returned pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion behavior. The longevity calculations show a decrease in the estimated battery longevity from 1.5 years to 4 months remaining in a span of six months. Boston scientific technical services (ts) were consulted, and a ts representative recommended that the patient work with their physician/clinic to obtain device data for engineering analysis. At this time, no device data has been provided to technical services. The device remains in service. No adverse patient effects were reported. Additional information: new information was received via device tracking that this device was explanted for normal battery depletion. This product was received for analysis.